Event description:
Further information was received that upon interrogation, prior to change-out for normal battery depletion, this device displayed the previously noted code again. Boston scientific technical services (ts) discussed the potential causes of the code, but since the device was being changed out, there were no additional recommendations. There were no reported issues during the replacement procedure, and the device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory was performed and five software resets were noted with the last being (B)(6) 2015. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of our quality system noted we have seen devices record code 06 (runaway atrial pacing) before. The issue is thought to be due to an interaction with the programmer when the device is interrogated. This did not present a safety issue for this patient. We will continue to monitor field performance for similar reports.

Event description:
Boston scientific received information that at normal follow-up a code to prevent high rate atrial pacing was noted on interrogation. The patient was asymptomatic and the device check was normal. Boston scientific technical services (ts) discussed the code and potential reasons it may occur. It was discussed that a memory save could be done for engineering review, however, the patient had already let the office. Additional information was obtained, that on a subsequent routine follow-up appointment, the code had reoccurred. Again, ts discussed potential reasons for the code to be displayed and that a memory dump and review by engineering could be done to evaluate device performance. Information was received that the observation was discussed with the health care professional (hcp) and the patient and no memory save was performed to send in for analysis. There were no indications of high rate pacing noted, and no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.